Event description:
A patient reported attempting to transfer the data from his monitor using the modem. He reported that the download failed twice and then the wrench code 100 appeared on the monitor. Pressing the ok button on the response module and removing and replacing the battery did not make the wrench code disappear. The patient's monitor was replaced.